Manufacturer narrative:
Concomitant therapies: blood pressure medication and several other unidentified medications. Juvéderm volbella¿ xc, juvéderm voluma® xc, juvéderm vollure¿ xc. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of massive swelling, warm to touch, pain and low grade fever are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation, pain and fever: 4. Warnings ¿ the product must not be injected into blood vessels. Introduction of juvéderm® ultra plus xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #11). ¿ injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days¿ duration. Refer to the adverse events section for details. 6. Adverse events a. Clinical evaluation of juvéderm® ultra plus xc a 2-week, randomized, controlled us clinical study for juvéderm® ultra xc and ultra plus xc compared with juvéderm® ultra and ultra plus without lidocaine showed a similar safety profile in all subjects (n = 72), with the exception of fewer reports of pain/tenderness with the product containing lidocaine. Common treatment site responses (ctr) by severity and duration, are presented in tables 1 and 2. Aside from injection site responses, there were no adverse events related to the device, procedure, or anesthesia. ¿ the most common injection site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. C. Other safety data postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance with a frequency of 5 or more events are listed in order of prevalence: lack or loss of correction, inflammatory reaction at the injection site, skin rash, bleeding at the injection site, allergic reaction, infection at the injection site, migration, paresthesia, vascular occlusion, necrosis at the injection site, abscess at the injection site, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Inflammatory reaction at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, blister, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the health care professionals included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. ¿ the onset of edema, erythema, and pain generally varied from immediate to 2 months post injection. The treatment prescribed included nsaids, anti-histamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation. ¿ the onset of inflammation generally varied from the day of treatment to 1 day post injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days. 7. Clinical studies a prospective, double-blind, randomized, within-subject, controlled, multicenter clinical study was conducted to evaluate the safety and effectiveness of juvéderm® ultra plus xc compared with juvéderm® ultra plus without lidocaine. The purpose of this study was to evaluate the level of procedural pain (pain during injection) experienced by subjects when treated with each product. The duration of the study was 2 weeks. A total of 36 subjects received a single treatment with juvéderm® ultra plus xc in one nlf and juvéderm® ultra plus without lidocaine in the other nlf. Within 30 minutes after both nlfs were treated, the subjects rated procedural pain on an 11-point scale and a 5-point comparative scale. Both the investigators and subjects rated nlf severity at baseline and 2 weeks after treatment using the 5-point nlf severity scale from the pivotal study. Subjects utilized an interactive voice-response-system diary to record common treatment site reactions for 14 days. The pain scores for the nlfs treated with juvéderm® ultra plus xc were significantly lower (p < 0.0001) than for the nlfs treated with juvéderm® ultra plus without lidocaine (table 10) based on the 11-point scale. On the comparative scale, 92% (33/36) of subjects rated the side with lidocaine as less or slightly less painful compared to the side without lidocaine (table 11). 8. Instructions for use c. Patient instructions it is recommended that the following information be shared with patients: ¿ within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma® xc in the cheeks, juvéderm® volbella¿ xc in the lips and under the eyes, juvéderm vollure¿ xc in the nasolabial folds and juvéderm® ultra plus xc in the marionette lines.. Three days after the injection, the patient developed "massive swelling in the cheeks/under the eyes, the cheeks feel warm to the touch, cheek pain and a low grade fever." Two days later, the patient began taking benadryl and pepcid while treating the area with ice/heat. Patient also took oxycodone, that was previously prescribed for another medical condition, for the "cheek pain." Patient had concomitantly been taking xarelto, prozac, klonopin, oxycodone, blood pressure medication and several others." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2017-00638 ((B)(4)), MDR ID #3005113652-2017-00639 ((B)(4)) and MDR ID #3005113652-2017-00640 ((B)(4)). This MDR is being submitted for the fourth suspect product, juvéderm® ultra plus xc, also a device manufactured by allergan.